Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer proximal set up joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The outer proximal suj was analyzed and found errors 25730 and 32097 indicating motor axis errors specifically ploop motor axis command message (macm) brake command watchdog errors reported axes controller set up (acu) on suj proximal in question thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system in normal mode where it functioned within specification. The unit was also installed onto a patient side cart (psc) fixture test platform (pftp) where it passed all relevant tests. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concluded that the cfs motor rotor and the acu pca are consistent with the reported problem a considered the potential root causes.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure before surgical ports placement, the site reported a non-recoverable fault on the patient side cart (psc), requiring a system restart. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 25730 indicating an issue with the set up joint (suj) proximal on the universal surgical manipulator (usm) arm 1. The site noted that this issue had also occurred the previous week. After restarting, the site continued setup. Later, a clinical sales representative (csr) called back for additional information regarding the fault. The tse advised that the system had been restarted and the fault was no longer present, but cautioned that the issue may recur. The caller stated that the site had multiple other pscs available and elected to swap carts until inspection or repair was completed. The procedure was aborted to another da vinci system, and no patient injury was reported.